Manufacturer narrative:
Investigation summary : during visual inspection of the device, no apparent damage was observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Since no lot number was provided, no manufacturing record evaluation review could be performed. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Reason for device explant and/or reoperation: capsular contracture. Manufacture's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a revision breast augmentation with an unspecified 550cc gel breast implant (left) and a 550cc mentor memorygel breast implant (right) experienced right-sided rupture and bilateral grade IV capsular contracture postoperatively. As a result, the patient underwent removal and replacement with sientra breast implants on (B)(6) 2020. This report is for the left prosthesis.